Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that due to exposure to welding, the device paced at the magnet rate of 98 ppm. At explant, while the generator was still connected to the leads, long pauses were noted.